Manufacturer narrative:
The product was not returned for analysis. The company product complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of company lens models, under 20.0 diopters. The company lens model is not qualified for use in the company iii (d) cartridge. The root cause is most likely related to a failure to follow the dfu. The customer indicated the use of company lens models, under 20.0 diopters. The company lens model is not qualified for use in the company iii (d) cartridge. The account used an unqualified lens/company product combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a cartridge burst during several surgeries. There was patient contact but no patient impact. The surgeon stated there are no problems so far. Additional information has been requested.